Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. An hcp reported the customer receiving an ¿lo¿ (readings less than 40 mg/dl) message on the sensor and the ambulance was called as he was not able to obtain a sensor scan. A blood glucose result of 7.1 mmol/l was obtained on the hcp meter and the customer was then taken to a hospital where he received unspecified treatment. It was further reported a sensor scan of 2.10 mmol/l was received compared to an hcp meter result of 7.30 mmol/l on an unspecified date. It is unknown if these readings were obtained within 10 minutes. No further information was reported. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.